Event description:
Revision surgery performed 2 months after the primary surgery due to infection. All components revised.

Manufacturer narrative:
Batch review performed on 25 july 2022 on lot 2002933: lot 2002933: (B)(4) items manufactured and released on 19-may-2020. Expiration date: 2025-may-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed on 17 august 2022: few weeks after primary tka an infection develops and requires removal of the implants. Early peri-prosthetic infections are a known, possible adverse event related to the arthroplasty procedure, broadly described in literature. No reason to suspect a defective implant at the origin of this event. Additional implanted components. Batch review performed on 25 july 2022 on gmk-sphere 02.12.0412crl tibial insert fixed sphere cr size 4/12 mm l (k181635) lot. 2002127. Lot 2002127: (B)(4) items manufactured and released on 05-jun-2020. Expiration date: 2025-may-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 25 july 2022 on gmk-sphere 02.12.1004l femoral component sphere cementless size 4 l lot. 2108427. Lot 2108427: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-oct-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.